Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were asrh2 applier errors. A technical support specialist completed a full sync as requested to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient in rehab facility was only showing orders in med station es asrh1 and not asrh2 in the same facility, so narcotics and items in the tower were unable to be removed without a profile override. However, there were no adverse events or injuries reported based on this event.